Event description:
Patient reported "I have been suffering with a lung infection after a CT scan it was noticed that the right implant is folded and capsular contractured", "keeps getting recurring fever on and off", "the breast itself looks smaller then the left it is causing me a lot of pain", "I recently found out that these implants I have have been recalled." And "I am pretty sure it¿s ruptured" this is related to the right side. Device remains implanted.

Manufacturer narrative:
Corrected data: b.5.

Manufacturer narrative:
The event of capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture" baker grade unknown and rupture.

Event description:
Patient reported right side "folded", "capsular contracture" baker grade unknown, "looks smaller", "causing a lot of pain", "have been recalled" and "ruptured". The following events are not related to the device, 'suffering with a lung infection" and "fever". The device remains implanted.